Event description:
It was reported that the patient was admitted from (B)(6) 2019 to (B)(6) 2019 for bacteremia. The patient presented to the emergency department with complaints of lightheadedness, vision changes, and loss of coordination with fever and chills. They received treatment for dehydration, which resolved the lightheadedness and vision changes, and they were started on intravenous (IV) antibiotics pending blood cultures. Cultures came back as positive, but no source of infection was found due to early antibiotic intervention. A colonoscopy was done as a potential source based on the microbe identified. All other cultures were negative including the gastrointestinal tract. The patient was converted to a 6-week course of ceftriaxone and discharged after 6 days of inpatient antibiotic coverage, with the remainder after discharge. Driveline cultures were negative. The event was marked as resolved without sequelae as of (B)(6) 2020.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for bacteremia. The patient was provided with IV antibiotics and followed by infectious disease (ID). The driveline was found to have negative cultures during admission. The patient was discharged on (B)(6) 2019. No further or additional information was provided.